Event description:
This report is based on information provided by a philips bench technician and has been investigated by the philips complaint handling team, after receiving a complaint regarding the heartstart intrepid indicating a sound error. There was reportedly no patient involvement. During the inspection, it was determined that the device encountered a sound error, identifying a defective speaker component that needed replacement; subsequently, a new speaker part was ordered and installed, and all essential tests and controls were carried out according to the procedures specified in the service document. Based on the available information and conducted testing, it was confirmed that the reported problem was caused by a defective speaker component. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. To resolve the issue, philips replaced the defective speaker part with a new one, conducted tests and controls according to the specified procedure, and delivered the device to the user in working condition with no observed issues. It has been concluded that no further action is required at this time, but if additional information is received, the complaint file will be reopened.